Event description:
A report was received that a memorylens iol which had been implanted in the pt's right eye in 2001 had vaulted in the eye. During surgery one of the haptics was bent/distorted near the optic junction, resulting in moderate decentration of the iol which was diagnosed on the event date. Pt had mild edema/striae. The iol was removed and replaced 3 days later with no further complications. The pt's prognosis was good with vision correctable to 20/40. The doctor did not feel this was lens related.